Event description:
It was reported that there were impedance issues (out of range) with the lead component of the patient's implantable neurostimulator (ins). An end-of-life (eol)/end-of-service (eos) message was also noted. Follow up information reported that the patient had their entire ins system replaced on (B)(6) 2012. It was noted that the ins depletion was normal. Following the replacement surgery, the patient was reported as doing very well.

Manufacturer narrative:
Lead model unknown serial# (B)(4) implanted: (B)(6) 1999 explanted: (B)(6) 2012; adaptor model 7496-51 serial# (B)(4) implanted: (B)(6) 1999 explanted: (B)(6) 2012; adaptor model 7496-51 serial# (B)(4) implanted: (B)(6) 1999 explanted: (B)(6) 2012; adaptor model 3550-09 lot# l73845 implanted: (B)(6) 2000 explanted: (B)(6) 2012. (B)(4).